Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected and reddish material was observed in the pebax and a hole. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. A manufacturing record evaluation was performed, and no internal action related to the reported complaint condition were identified. The customer complaint regarding bad/ partial ECG (bs or ic)/catheter sensor error was unable to duplicate during the product investigation however, the blood inside the pebax area found could be related to the reported issue. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Unit was inspected prior leaving the facility as there are functional tests and inspections at control points based on the process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that there was a signal loss with an error message of ¿catheter sensor error¿. The replaced the cable with no success. They replaced the thermocool® smart touch® sf bi-directional navigation catheter and completed the procedure. There was a 15-minute delay trying find the origin of the issue and to change the device. The physician did have a alternative systems to monitor the patient¿s hearth rhythm. There were no patient consequences. The reported catheter sensor error is not considered to be MDR reportable since the risk to the patient is low. On (B)(6) 2021, the bwi product analysis lab received the complaint device for evaluation. On (B)(6) 2021, during product evaluation it was found that there was a reddish material inside the pebax and a hole on the pebax. This finding was assessed as an MDR reprotable malfunction since the integrity of the device shows to be compromised. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through product on 2/12/2021 and reassessed it as MDR reportable.